Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a leak at the right side of the diluter of the coulter lh500 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the waste line from the instrument was crimped, which would cause the waste to build up inside the instrument and result in a leak. The fse straightened the waste line, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the crimped waste line.